Manufacturer narrative:
Device evaluation: device received with a damaged lens and tamper seal was missing. No alarm was recorded in event log. Speaker test was performed and the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 2120 had too low sound volume. No adverse patient effects were reported.